Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac injury and subsequently expired after use of the product, which was allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.